Event description:
The customer called to report that the drive support cap was protruding. The customer noticed it when she was experiencing high blood glucose levels, and decided to inspect the cap after receiving the letter. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was returned with a protruded/loose drive support disk and missing end cap sticker.